Event description:
This console was not on a patient. Complainant reported that during routine console checkout, the computer defaulted to the cmos screen and indicated a faulty cmos battery, that controls the functionality of the date and time clock on the computer. The cmos battery was replaced, and the console successfully passed routine console checkout. This failure mode poses no risk to the patient because it occurred during routine console checkout and was not on a patient. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. The cmos battery has been returned to syncardia, and a failure investigation will be conducted.